Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the superplus laser system experienced a footswitch pairing time out e139. The customer was instructed to move the footswitch closer to the superplus laser system and set it on top of the unit and pressed the pairing button for at least 3 sec to 6 sec. The footswitch was successfully paired after it was moved closer to the unit. The issue was resolved. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the device for this complaint was not returned, causing no product analysis to be performed. The reported issues of "user cannot properly configure wireless foot pedal to the system" and ¿user cannot connect wired foot pedal to the system¿ were not confirmed. However, the root cause has been determined to be a design issue classified as cause traced to device design. Olympus will continue to monitor field performance for this device.